Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During evaluation at the third party service center, the device failed a step during testing. The device's sensor pca was replaced to address the issue.